Manufacturer narrative:
D10: 164-01-13 - element-stem, collarless w/ha, std offset, sz 13: sn# (B)(6), 170-32-93 - biolox delta femoral head 32mm od, -3.5mm: sn# (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm: sn# (B)(6), 186-01-52 - integrip cc, cluster 52mm, g2: sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient, who had a total hip arthroplasty, underwent a revision procedure approximately six years three months post the initial procedure. The reported information indicated the liner wore out, resulting in two hip dislocations, emergency room visit and finally a hip revision surgery. No further information.